Event description:
Hematoma was noticed after litho treatment. An external service company, (B)(4), contacted dornier medtech (B)(4) service department to check function of the device. Event occurred in (B)(6).